Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical assistance and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's mother that on the morning of (B)(6) 2021 the pod was changed out prior to the patient going to school. While at school the patient's blood sugar went up to 450 mg/dl and the school nurse called the mother to inform them of the blood sugar. After the patient was home their blood glucose stayed around 450 mg/dl. The patient's mother decided to take the patient into the doctor's clinic. While at the clinic the patient was seen by a nurse and the nurse changed out the pod with a new one. The mother reports seeing some blood at the pods insertion site after the nurse removed the pod. The mother states that after the pod was changed the patient's blood glucose began to lower.